Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00494; 3005168196-2019-00496.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician placed two non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. Next, the physician advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. The physician then made another attempt and successfully detached the smart coil. Afterwards, the physician placed a non-penumbra coil in the target vessel. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil. The procedure was ended at that point. There was no report of an adverse effect to the patient.